Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During an initial call by the patient's caregiver for an unrelated matter, it was learned that the patient had gone to the emergency room on (B)(6) 2015. During a follow up call the pdrn stated that the patient was admitted on (B)(6) 2015 for gastroparesis. The nurse stated that this is not a dialysis related event. The patient was discharged on (B)(6) 2015 and is doing fine. Medical records have been requested.

Manufacturer narrative:
The actual device was not returned nor evaluated by fresenius personnel therefore a failure cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Medical records were requested but have not been made available. Per the reporter, the hospital visit was not cycler related.